Event description:
A malfunction alarm was reported by a distributor regarding a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that the pump needed to be replaced, and a replacement pump was provided to ensure continuous insulin delivery.